Manufacturer narrative:
Block d2b: pro code (product code): qrb additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 5041863 UDI: (B)(4).

Event description:
It was reported that the lead migrated which was confirmed through fluoroscopy. The patient underwent lead removal procedure. Patient is doing well postoperatively. The explanted device was not returned due to facility policy.